Event description:
Information was received that the patient's high impedance was seen during a system diagnostic. It is unknown whether the patient experienced any trauma that could contribute to a lead fracture or damage to the device, and no surgical intervention is planned for the high impedance being seen. An anteroposterior chest x-ray was received and reviewed. The x-rays were provided after high impedance was reported. Per the images received, the connector pin insertion could not be assessed due to the quality of the image. The area around the connector block appear pixelated and therefore the pin could not be identified/confirmed. The placement of the generator is normal. The feed thru wires seem intact. The leads were located behind the generator and the lead wires at the connector pins appear to be intact. The lead was observed in the patient¿s neck appeared to be routed toward the patient¿s left chest. Strain relief and tie-down placement could not be assessed due to the scope and quality of the image. No gross fractures, discontinuities, or sharp angles were able to be visualized in the lead that was included in the image scope. Based on the x-rays received, the cause of the high impedance cannot be determined. A possible microfracture in the part of the lead that was not able to be visualized in the x-ray images and also cannot be ruled out. No surgical intervention has been reported to date. No additional relevant information has been received to date.

Event description:
It was reported that a patient's device has high impedance. X-rays were expected to be sent in and have not been reviewed to date. No surgical intervention has been reported to date. No additional relevant information has been received to date.